Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.

Event description:
The customer reported the monitor is black. No pt injury was reported.